Event description:
The user stated she received discrepant total psa results for one patient. The original result from (B) (6) 2009 was 0.008 ng per ml which was reported to the physician as less than 0.01 ng per ml. The physician requested another specimen be drawn and repeat testing be performed on the original sample. On (B) (6) 2009, the result on the new sample was 1.53 ng per ml and on (B) (6) 2009, the specimen gave a repeat result of 1.40 ng per ml. On 7-30-09, the repeat result for the sample collected (B) (6) 2009 was 1.41 ng per ml. The lab sent a corrected report to the physician office. No treatment was provided to the patient due to the erroneous results. Both samples were collected in 5 ml lithium heparin green top tubes. The field service representative determined the cause to be a damaged rack and disposed off it. To verify the analyzer performance, he ran performance tests, checked the alignments and sensor operations, checked the liquid level detection and clot detection operation. The customer reported no further events related to this issue.